Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The pt was on treatment for approx 90 mins when blood was noticed in the header threads on the arterial end of the dialyzer. The leak was visually observed and the treatment stopped. Estimated blood loss was approx 5 cc's. A new system was strung and the pt completed their treatment without further issues. There is no other known ill effect to the pt. There is no sample available for evaluation.